Event description:
Both proximal and distal jack receptacles come loose when removing the leadwires. This exposes the internal wires, making it a potential shock hazard for the user. This type receptacle normally has a "d" style mount to prevent such twisting. However, it is not present in this device.